Event description:
During coronary bypass graft and blebectomy procedure, staff reported a 'spark' then smoke was observed coming from the pt's chest. Lap pad was noted to have some charred areas. Upon examination, the pt's tissues were determined to be unharmed. Isoflurane was in use as well as the bovie at the time of the incident.